Event description:
It was reported to boston scientific corp on 03/16/2009, that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B) (6) 2009. According to the complainant, after unpacking the device and determining that it appeared fine, the physician proceeded to insert the forceps into the scope. Some resistance was encountered, but the device was advanced. When the forceps exited the scope, the site identified endoscopically that the needle was sticking out of the side of the forceps. The scope and forceps were removed in tandem and the forceps end was cut off in order to remove the device from the scope. The site indicated that there appeared to be a damage to the working channel. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The device has not been returned for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed. (B) (4).